Event description:
It was reported that the user experienced repeated insulin occlusion alerts on an ilet using a steel 6 mm contact detach infusion set, with capillary blood glucose at 382 mg/dl and the device reading high. Troubleshooting included disconnecting from the infusion site, inspecting tubing for kinks, confirming flow with fill tubing only until drops were observed, reconnecting, and filling the cannula, after which the user performed a full supply change that resolved the dosing stopped condition. Symptoms included hyperglycemia. Outcomes included return of glucose to target range after the supply change. Investigation included review of device performance data and guided troubleshooting to assess tubing patency and infusion site function. Investigation of this case revealed no obstruction in the external tubing, confirmed insulin delivery through the tubing, and a likely occlusion at or related to the infusion set or site that was resolved with replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or site-related occlusion leading to interrupted insulin delivery.